Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on 02/08/2010. Therefore, this report requires a 5 day MDR.

Event description:
Procedure: hernia. According to the reporter: the surgeon was performing a lap inguinal hernia repair. The surgeon squeezed the handle to fire the protack and it made a funny noise; the handle then stuck and the surgeon was unable to fire. The staff opened another handle and it was fine.